Event description:
It was reported that approximately two years post a port placement, the catheter was allegedly reported found to be ruptured when withdrawn. It was further reported that the leakage of ordinary medication occurred, at the puncture site on the neck. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of 02/25/2025. The correct g3 date is 02/26/2025. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one powerport slim implantable port attached to a catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A compound break was noted on the attached catheter approximately 13.6cm from the distal end of the cath-lock. Catheter wear was noted throughout the center portion of the attached catheter and yellow-brown discoloration was found, concentrated to the breakage site and the immediate area. The edges of the compound break on the attached catheter were noted to be uneven, and although granular, the break surfaces were smoothed. Splits were noted on the border of both regions. Upon infusion, a leak was observed from the compound break on the attached catheter while water exited the distal end. Aspiration was attempted and was unsuccessful as water did not fully return within the attached syringe. Based on the review of a single medical image provided, the reported fracture and fluid leak issues cannot be determined. However, the review of two photos of a partially broken catheter provided for review confirmed the reported fracture and fluid leak issues. In summary, the reported leak and fracture and identified discoloration, deformation, and catheter wear issues are confirmed. The investigation confirms the reported suction problem also, but this will be addressed in complaint (B)(4). The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, component). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years post port placement, the catheter was allegedly reported found to be ruptured when withdrawn. It was further reported that the leakage of ordinary medication occurred, at the puncture site on the neck. Reportedly the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.